Manufacturer narrative:
(B)(4) date sent: 8/17/2020 d4: batch # t5em3v device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and here were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks. This damage is consistent with when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples met the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following, "caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result." The event described could not be confirmed, as no malformed staples were observed and the device performed without any difficulties. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the radical resection of esophageal cancer surgery, when severing the esophagus tissue, after fired, noted some staples malformed with irregular shape. Donuts were complete, washer was cut off. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.